Manufacturer narrative:
Reporter address: (B)(6).

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that while in use, the measured value was inaccurate. The field service engineer (fse) confirmed the issue. The device was found to have a low tidal volume. The fse replaced the flow sensor assembly to resolve the issue. The investigation concludes that no further action is required at this time.